Event description:
Healthcare professional reported deflation and capsular contracture baker grade ii. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the anterior side assessed as fold flaw opening capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: yellow biological tissue observed inside device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation and capsular contracture baker grade ii. This record is for the left side. Device has been explanted and replaced.